Event description:
It was reported that the intellivue x3 had a defective loudspeaker. A inop was displayed. It is unknown if there was still sound coming from the device. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
E1: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
During investigation the reported problem turned out to be not reportable. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated. The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). The rse instructed the customer to perform a reboot of the intellivue x3. Based on the information available and the testing conducted, the exact cause of the reported problem is unknown. The reported problem was confirmed. A reboot of the intellivue x3 was performed. However, the exact cause for the reported issue could not be established. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the intellivue x3 displayed a inop. A good faith effort (gfe) was performed and it was confirmed, that sound was still sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.